Event description:
Patient reported that one of her vials (lot kx001j0101, exp 11/2020) of veletri contained no medication when it was received. In addition patient reports one of her tubing (no product information available) leaked. No issues reported. No other information available. No pictures available. Did the patient have a backup device they were able to switch to? It was not a pump issue. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver. Dates of use: from (B)(6) 2019 to current. Diagnosis: pah.